Manufacturer narrative:
The main component of the system.

Event description:
A patient reported a loss or change in therapy. They stated that they were urinating just as frequently as before. The called their healthcare provider (hcp) and they gave the patient a number to call and they had the patient increase. During the report, they were not feeling stimulation but they were feeling pressure in the anus. They were on program 1 at 3.6v. There were no medical procedures or interference related to the issue. There were no falls or trauma related. The patient increased amplitude to 4.2 on program 1. They said it was stronger in the anal area. They did not feel it in the vaginal area, which before, when it was, was uncomfortable. The patient said there were times when they would be walking and they could hardly move, it was would just come on suddenly. If they did not have their "remote" they would have to rush away. It was like an electric shock. When they were on a plane they could hardly sit it was very uncomfortable. It was reviewed to follow up with their healthcare provider if symptoms do not resolve. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.